Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Does the surgeon believe that ethicon devices (prolene suture, prolene mesh, blake drain) involved caused and/or contributed to the post-operative complications described in the article? Does the surgeon believe there was any deficiency with the ethicon devices used in this procedure? As this is journal article, no device for return, an analysis investigation could not be performed. In addition, the lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
Journal article title: negative-pressure wound therapy in the management of high-grade ventral hernia repairs author(s): nelson rodriguez-unda, kevin c. Soares, saïd c. Azoury, pablo a. Baltodano, caitlin w. Hicks, karen k. Burce, peter cornell, carisa m. Cooney, frederic e. Eckhauser citation: j gastrointest surg (2015) 19:2054¿2061; doi: 10.1007/s11605-015-2894-0. The study aimed to identify the surgical site occurrences (sso) and surgical site infection (ssi) rates in a large group of grade 3 ventral hernia patients using the use of a modified negative-pressure wound therapy (npwt) system (hybrid-vac or hvac). A four year review from jan2011 to dec2014 was conducted and 117 patients (n=50 male, n=67 female; mean age sd 56.7±11.9 years) with grade 3 hernia underwent open ventral hernia repair and concomitant hvac therapy were included. In the procedure, #1 prolene interrupted sutures were used when midline fascia could not be re-approximated. A prolene mesh onlay was used to cover abdominal wall. 0-prolene sutures were used as anchor sutures and to secure mesh to the abdominal wall. Three to four #19 fluted drains were placed and left in the subcutaneous space. At 90-day follow-up, sso included superficial ssi (n=6), seroma (n=15) and enterocutaneous fistula (n=2). The patient also had wound-related reoperation (n=6). Additional information has been requested.